Event description:
It was reported that during an open total gastrectomy, the firing force was higher than expected and the firing handle could not be fully grasped. The device was used to anastomose between the stomach and the duodenum. The donuts were formed on both the oral and anus sides. However, staples came off when the anastomosis site was pulled. The anastomosis site was cut off and roux-en-y anastomosis was performed since the length of tissue was short to anastomose between the stomach and the duodenum. There were no adverse consequences to the patient at present. As of now, the patient¿s condition is stable.

Manufacturer narrative:
(B)(4).